Manufacturer narrative:
G3, h2,h3 and h6: supplemental MDR status is (pending). Please proceed with closure process once is passed.

Event description:
It was reported that, during total knee arthroplasty, two genesis ii tibial base impactor broke. Surgery was performed, without any delay, with a smith & nephew back-up device instead. Patient was not injured as consequence of this problem.